Event description:
Philips received a complaint by the customer on the v60 indicating that a 1104 "backup alarm failed" alarm error occurred. At this time, it is unknown if there was patient involvement at the time the issue was discovered; however, there was no reported harm to the patient or user. The customer called technical support to report that a 1104 "backup alarm failed" alarm error occurred. A field service engineer (fse) was dispatched onsite to evaluate and repair the device. Upon arrival, the fse performed an initial inspection of the device and found that the 1104 error code was logged in the event log. A service quote for repair was sent to the customer for approval. The investigation is ongoing.

Manufacturer narrative:
H10: updated h6-health impact grid. Philips received a complaint by the customer on the v60 indicating that a 1104 "backup alarm failed" alarm error occurred. There was no patient involvement at the time the issue was discovered. No patient or user harm was reported. The customer replaced the central processing unit (cpu) printed circuit board assembly (pcba) and programmed the serial number; however, the customer called technical support as the replacement option codes for the replacement cpu pcba were needed. The remote service engineer (rse) provided the customer with the replacement option codes, and the customer confirmed that the option codes worked properly. Per initial good faith effort (gfe) response received, a 1104 "backup alarm failed" alarm error occurred, and the customer replaced the cpu pcba per the service manual's instructions. Per follow-up gfe response received, the customer stated that the device was left unrepaired and out of service prior to the cpu pcba replacement. The customer could not confirm whether the 1104 alarm error occurred at power on self-test (post) but noted that there was no patient involvement. The customer also verified that the device was repaired successfully and is now working properly; the device is back in service and patient ready. The investigation concludes that no further action is required at this time. If additional information is received, the complaint file will be reopened.

Manufacturer narrative:
A service quote for repair was sent to the customer for approval, but the customer did not accept. It is unknown what the outcome of the service event was, and no further information could be obtained. The investigation concludes that no further action is required at this time. If the decision is made to have the device evaluated and repaired, a new service order will be opened and will be captured through philip's normal complaint procedure.